Event description:
It was reported that a novum iq large volume pump under-infused pitocin during patient therapy in the labor and delivery department. The pitocin was loaded and programmed to go at 999 for 500 ml, after 28 min the pump said volume to be infused was 18 ml however, the bag was well over half full. There was reported speculation that this may have led to an increase in blood loss to the patient. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.